Event description:
The customer alleged they received a questionable thyrotropin (tsh) result on their c601 analyzer. The patient's initial tsh result was 0.030 uiu/ml accompanied by a data flag. The sample was automatically repeated and the result was 32.24 uiu/ml accompanied by a data flag. The customer then repeated the same sample tube on the same e601 analyzer. The first repeat result was 32.59 uiu/ml accompanied by a data flag. The sample was automatically repeated and the result was 32.35 uiu/ml. The customer averaged the three high results and reported 32.39 uiu/ml outside the laboratory. There were no adverse events. The customer believed the issue to be sample related and declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. The provided calibration and quality control recoveries were within expectations. It was noted the customer was not using the recommended rack adaptors.